Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system with continuous glucose monitoring, following an extended hypoglycemic episode the prior day that led the algorithm to deliver more conservative corrections; the patient also consumed breakfast without announcing per clinician guidance, and later performed a complete set change after which glucose values trended down from approximately 400 to 320 with a downward trend arrow. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution trending after set change and algorithmic correction. Investigation included agent review of reported glucose trends and device status, patient interview regarding infusion set integrity and recent supply changes, and education on preventing recurrent lows and subsequent rebound highs. Investigation of this case revealed no device alarms, no evidence of infusion set leakage, and effective glucose reduction after the set change, supporting that the hyperglycemia cause was unclear but consistent with physiological rebound and meal non-announcement following a prior low rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.